Event description:
It was reported post percutaneous cardiac intervention an angio-seal mp device was used to seal the arteriotomy site. The pt complained of coldness in their right leg. An angiogram revealed subtotal occlusion around the puncture site. The pt underwent surgery the following day for exploration and revascularization of the right femoral artery; the occlusion was not related to the angio-seal device and the blood flow was restored. The physician confirmed the angio-seal device acheived hemostasis and sutured the vessel without any treatment. The pt is reportedly recovering in good condition and soon to be released from the hosp. The physician stated the residual contrast around the puncture site might represent dissection caused by multiple puncture attempts and the angio-seal may have increased the size of the dissection. Angio-seal certification for this user has been submitted.